Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was received for analysis. It was observed that the brake of the advancer was not attached to the returned device indicating a resistance was met. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2014. It was reported that a guide wire jammed. A rotalink advancer and 330cm rotawire were selected for percutaneous coronary intervention. During procedure, it was noted that the rotawire jammed in the advancer and an unusual noise were observed. It was further noted that the rotawire was kinked during the procedure. No patient complications were reported at the time of the event. However, device analysis revealed that the brake of the advancer was not attached to the returned device.